Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. A computed tomography scan was performed for unrelated reason and revealed cardiac perforation caused by the rv lead, the rv lead was explanted and replaced. The physician expected the perforation to resolve itself. Patient condition was stable, and the patient was discharged. Assurity MRI t

Event description:
The patient presented for a right ventricular (rv) lead revision after previously presenting to the emergency room with abdominal pain. A computed tomography scan was performed and revealed cardiac perforation caused by the rv lead, the rv lead was explanted and replaced. The physician expected the perforation to resolve itself. Patient condition was stable, and the patient was discharged.

Manufacturer narrative:
The reported event was perforation. A full lead was returned in one piece for analysis. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. Specification measurement, electrical testing, visual and x-ray examination of the lead were normal with no anomalies found.